Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and post-laminectomy pain. It was reported that the patient's stimulation kept shutting off and turning back on and this issue started two days ago when they were reprogrammed by a representative. The representative activated adaptive stimulation (as) and that's when the issue began. Their stimulation seemed to randomly shut off altogether and when it came back on it was ten times "harder" than it was supposed to be- this was noted as a sudden change of symptoms. Their therapy was working fine on low dose settings prior to meeting with the representative. The patient was assisted with turning as off which resolved the stimulation issue. The patient was advised to follow up with their healthcare provider regarding the as issues. No further complications reported.